Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was not released to the customer and not cleared for clinical service because the on/switch has to be replaced. The fse was waiting for customer purchase order for spare. No response has been received, therefore this complaint is being closed. If information is received, we will reopen and update the complaint. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported during a routine check, that the cs100 intra-aortic balloon pump (iabp) on/off switch cable is difficult to switch on/off. There was no patient involvement reported.

Manufacturer narrative:
The fse reported that the customer did not want to buy new on/off switch. They have an old machine and it was removed from there and replaced. The on/off switch was replaced and that corrected the issue and unit returned to customer.